Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate increased shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was high and out-of-range (136 ohms). Ts reviewed the device data and it was discussed that the shock impedance had gradually been increasing since the implant, with isolated spikes of out-of-range measurements. All other lead parameters were stable and in-range. Ts recommended assessing the rv lead at the next follow-up appointments, such as with provocative maneuvers, potential diagnostic imaging, or commanded shock testing. Additional remote monitoring alerts were also discussed. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.